Manufacturer narrative:
Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000133021. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the ipg replacement on (B)(6) 2025, the patient had some 0 impedances on interrogation. Physician opted to open midline incision, and anchor, did reposition the lead and allow the zero impedances to clear. Effective therapy restored. Note : it is unknown which lead is related to this issue.